Manufacturer narrative:
Product event summary: at analysis it was noted that the stylus was worn and it was replaced. Follow-up confirmed that the stylus was not working properly. The unit was cleaned and then passed its electrical safety test and all final functional and systems tests.

Event description:
The programmer was returned for maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.